Event description:
A customer reported experiencing a cartridge alarm during the loading process of their insulin pump. There was no adverse impact to the customer's blood glucose level due to the issue. Technical support assisted the customer with loading a new cartridge; however, the alarm recurred, preventing the resumption of insulin therapy. As a corrective action, technical support arranged to replace the customer's pump with a new device featuring updated software. The customer was informed about returning the faulty pump, and a replacement was shipped with signature-required delivery preferences. The customer planned to use a backup pump to ensure continued insulin delivery.